Event description:
The hcp reported that the patient experienced "withdrawal". Date of onset of the reported event was 3/13/2006. The patient was receiving fentanyl; the rate of infusion of via the pump was increased. No device troubleshooting was performed. The patient recovered without sequela.